Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observations revealed that the hook on the upper jaw of the passer has been significantly deformed. This is stopping the jaws from unable to assemble. This complaint can be confirmed. This type of failure can be attributed to user mishandling of the device. Also, this device has seen heavy use. A manufacturing record evaluation was performed for the finished device serial number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Initial reporter is a mitek sales representative. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in preparation for an upcoming procedure when checking the two expressew iii auto capture + guns, it was found that the jaws on both devices were bent and not able to load the retention plate properly. There was no case involved therefore no patient involvement or surgical delay to any case. This report is for an expressew iii auto capture + gun. This is report 2 of 2 for (B)(4).